Event description:
Customer reported he has been experiencing high blood glucose and yesterday his insulin pump alarmed motor error. Customer was on the way to a doctor's appointment and stated he will call back afterwards for troubleshooting. Customer was driving at the time of the call and could not do troubleshooting. Customer's blood glucose was 388 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.